Event description:
It was reported that during a nephrolithotomy procedure to treated kidney stones, the fiber burned, and the laser emitted a loud sound as if it had overheated or burned. The fiber was damaged by the laser, which subsequently began reporting a fault. As a result, the procedure was discontinued. The patient was under general anesthesia; there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The device or components were not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the debris shield was damaged. The fse proceeded to replace the debris shield; the equipment was calibrated and aligned. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely the malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of device - noise, audible is defined in the risk documentation. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a nephrolithotomy procedure to treated kidney stones, the fiber burned, and the laser emitted a loud sound as if it had overheated or burned. The fiber was damaged by the laser, which subsequently began reporting a fault. As a result, the procedure was discontinued. The patient was under general anesthesia; there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.